Event description:
It was reported the device was used during a laparoscopic appendectomy procedure. It was reported by the affiliate that a resistence was felt when trying to fire the ez35. The surgeon applied add'l pressure and a loud cracking sound was heard. The staple line was incomplete. The surgeon then used a ets35 and once again a loud cracking sound was heard. The procedure was completed by using "endo ligation of the appendix with clips." There was no pt consequence. Add'l info received on 9/10/97. It was stated by the affiliate that the device failed to fire. I will change the nature of inquiry field to failed to fire.